Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements.no injury or medical intervention was reported.

Manufacturer narrative:
The user reported discrepancies between their blood glucose (bg) readings and sensor glucose (sg) values. A review of sensor data in dms did not indicate any system malfunctions. As part of proactive troubleshooting measure, a sensor re-link was recommended to clear the calibration buffer and address a potential calibration. Based on additional monitoring post re-link, the system continued to stabilize. The user was informed that the system is expected to improve following stabilization and the user confrimed the same. Per dms review, the system is currently with up-to-date information. B4. Date of this report 07 march 2026. G3. Date received by the manufacturer? 07 march 2026. H3. Device evaluated by manufacturer? Yes. H6. Investigation findings updated to 114, h6. Investigation conclusions updated to 4315.